Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lead integrity aert tripped but the noise appears to be emi - patient states he wears cell phone right on top of device. Device is still in use. No patient complications have been reported as a result of this event.